Event description:
Healthcare professional reported against left side "redness on lower outer part of left breast and same part te tag extruded three months after the surgery when the injection was almost done. Reinsertion of te under general anesthesia after te removal under local anesthesia. Scheduled reconstruction surgery five months after the te had been exchanged." Device has been explanted and replaced.

Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion.